Event description:
It was reported that the callers battery in omnipod personal diabetes manager (pdm) melted. The patient's blood glucose levels were unknown during this event but they were able to activate a new pod and continue with therapy.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the melting of the pdm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.